Event description:
It was reported that a shaft break occurred. A maverick 2 mr, 2.00mm x 12mm was selected for treatment. During preparation as the balloon protector was being removed, it was observed that the catheter was broken. The procedure was completed with another same device. No patient complications were reported. It was further reported that the patient was fine post procedure.

Event description:
It was reported that a shaft break occurred. A maverick 2 mr, 2.00mm x 12mm was selected for treatment. During preparation as the balloon protector was being removed, it was observed that the catheter was broken. The procedure was completed with another same device. No patient complications were reported.